Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please provide more event details regarding how and where the blade stopped? I think it was a cm or two. Tough to know when the jaws are closed and you can't see. Did the device lock-out (no staples deployed and no cut line started)? No, it fired. Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Correct. Did the device deliver any staples? Yes, up to the point that it stopped. If yes, were the staples formed in the tissue in the proper closed b-formation? It appeared that way to the surgeon. If the stapler did fire was the staple line complete? No, per the information provided, the knife blade stopped mid-fire. Did the device cut? Yes. If yes, was the cut line complete? No.

Manufacturer narrative:
(B)(4). Batch r5al2h. Investigation summary: one photo was provided for review. The picture shows the jaws of a device with a black reload loaded. The knife slot can be seen damaged. The analysis results of the device found that one psee60a device was returned with the anvil bent upwards and with a gst60t reload loaded on the device. The reload was received fully fired with the cartridge deck damaged. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an open colectomy when firing the device with a black reload across the colon the blade stopped. The surgeon reversed the blade and was able to remove the device. It was noted, at that point in the procedure there was no ligation or clips being used. A second like device was used to complete the procedure with no patient consequences reported.